Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy pinnacle mom implant on his right side. Patient suffered pain in the proximal thigh region that led to stress when weight bearing. The pain continued to increase with time and proved to be so disconcerting, that a revision surgery was necessary. Patient underwent revision surgery in (B)(6) 2010.

Event description:
**Update** 04/05/2013- the complaint has been reopened because a ((B)(4)) submitted by an attorney includes part and lot information which was not previously received and gives the date of the revision surgery as (B)(6) 2010.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2698261 and 2638057 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges loosening of stem. Updated associated contacts.